Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted photos could not confirm the report of outflow graft thrombus; however, review of the submitted log files confirmed low flow alarms. A specific cause for the alarms and reported events (right heart failure, respiratory failure, arrhythmia, aortic regurgitation) as well as a direct correlation to heartmate 3 left ventricular assist system (lvas), serial number (B)(4), could not be conclusively determined through this evaluation. The controller event log file contained data from 10:31:04 on (B)(6) 2022 through 15:53:27 on (B)(6) 2022, per the timestamps. Twenty-eight low flow hazard alarms were captured on (B)(6) 2022, with individual alarm durations ranging from 1 second to 3 minutes and 41 seconds. A specific cause for these alarms could not be conclusively determined through this evaluation. No other notable events or alarms were captured. The pump appeared to function as intended at the set speed. The account submitted two photos which captured CT images of the patient¿s outflow graft displayed on a monitor. Evaluation of these photos could not confirm the report of outflow graft thrombus. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(4), with no further issues reported at this time. The heartmate 3 lvas instructions for use (IFU) lists pump thrombosis, right heart failure, and arrhythmia as adverse events that may be associated with the use of the heartmate 3 lvas. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. The IFU explains that changes in patient conditions can result in low flow. The IFU also explains that moderate to severe aortic insufficiency must be corrected at the time of device implant. The IFU lists thromboembolism as a potential late postimplant complication and provides information regarding anticoagulation, including recommended inr values. Additionally, the heartmate 3 IFU and patient handbook describe all advisory and hazard alarm conditions as well as the appropriate actions associated with them. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. The IFU, ¿introduction,¿ lists pump thrombosis, right heart failure, and arrhythmia as adverse events that may be associated with the use of the heartmate 3 lvas. This section also addresses all pump parameters, including pump flow. ¿system monitor,¿ describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. ¿surgical procedures,¿ explains that moderate to severe aortic insufficiency must be corrected at the time of device implant. ¿patient care and management,¿ lists thromboembolism as a potential late postimplant complication and provides information regarding anticoagulation, including recommended international normalized ratio (inr) values. The IFU, "alarms and troubleshooting," and the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, the patient handbook, ¿handling emergencies,¿ also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted to the cardiac surgery intensive care unit on the morning of (B)(6) 2022 for atrial fibrillation, a suspected arteriovenous fistula, respiratory distress, and an international normalized ratio (inr) of 7. The patient received vitamin k and started to be hypoxemic and more tachypneic. On the same day, the patient was intubated and was treated with respiratory failure and heart failure medications (norepinephrine, milrinone, vasopressin). It was reported that the patient's log file revealed low flow events on (B)(6) 2022, and then flow later recovered back to 3 lpm range. An abdominal computed tomography (CT) scan from (B)(6) 2022 had a finding of a large and almost completely occlusive thrombus involving the outflow tract of the left ventricular assist device (lvad). There were medium left and small right pleural effusions. An echocardiogram revealed mild-to-moderate right ventricle (rv) dilatation with severely reduced systolic function, moderate-to-severe mitral regurgitation, mild residual aortic regurgitation, moderate-to-severe tricuspid regurgitation, and the lvad inflow and outflow cannulas with laminar flow and no obstruction. It was planned for the patient to undergo outflow graft exchange on (B)(6) 2022. The patient was hemodynamically stable as of (B)(6) 2022 and the outflow graft exchange was postponed. The patient was sedated, intubated, and was temporarily on right ventricular support to manage the acute and massive right ventricular failure. Heart failure medications (norepinephrine, milrinone, epinephrine) were stopped and improvement in hemodynamics, liver enzymes, and kidney enzymes were observed. There was no further action related to suspected outflow graft thrombus.